Event description:
On (B)(6) 2022: per dr. (B)(6), "his atrial lead was known to not work. I wanted to keep it "on" for sensing if he had vt/vf (ventricular tachycardia/ventricular fibrillation)". Atrial bipolar lead impedance warning on (B)(6) 2022. High a (atrial) threshold on (B)(6) 2024. On (B)(6) 2022, 14:58:50, a (atrial) bipolar lead impedance >3000 ohms. 3000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).